Event description:
Customer reported arterial catheters kinked during use. Event details and patient information were not available. Customer reported no further information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The image shows an arterial catheter that is kinked in at least 5 locations towards the proximal end of the body. Evidence of use (blood) can also be observed in the extension line of the catheter in the photo. It cannot be determined from the photo whether any of the kinks resulted partial holes in the catheter body. The complaint of catheter kinked was able to be confirmed by the photo; however, a complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number, however, a potential lot was identified based on a sales history review for this customer. A device history record review was performed based on the potential lot, and no relevant findings were identified to suggest a manufacturing related cause. The instructions for use (IFU) provided with this kit warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities.". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported arterial catheters kinked during use. Event details and patient information were not available. Customer reported no further information was available.